Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure in the mid common bile duct (cbd) performed on (B)(6) 2020. According to the complainant, during the procedure, the physician was successfully able to fragment part of a large cbd stone. After 50 minutes into the procedure, interference with horizontal lines appeared on the screen, followed with grey dots and the image completely cut out. Reportedly, electrohydraulic lithotripsy (ehl) was being performed when the visualization was lost. The spyscope was reconnected several times and the locking pins were wiped using an alcohol wipe; however, the problem was not resolved. The procedure was not completed due to this event. Reportedly, a straight plastic stent was placed and the patient will be brought back to complete the procedure. There were no patient complications reported as a result of this event.